Manufacturer narrative:
Vyaire complaint number: (B)(4). H10: vyaire medical was able to duplicate the reported problem. However, root cause cannot be determined at this time and control board assembly will be held for possible trend study.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator has no display during start up. The uim touchscreen stays black and the unit does not boot up. There was no patient involvement in this event.